Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report of low co2 rate could not be confirmed. However, two green led indicators that measure the pressure from the unit lit up at the same time due to a faulty main circuit board. Additionally, the flow rate was out of specification due to a faulty first regulator unit. The unit's manifold was also deformed at the base. The front panel, chassis, and top cover all had rust and other damage present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus high flow insufflation unit because it was having difficulties with co2 flow during routine maintenance. There was no patient involvement during this event. During the device evaluation, it was discovered that the led control circuit had failed. This report is being submitted to capture the failed led control circuit confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device is thought to be manufactured in 2006. Since 15 years have passed, the DHR cannot be confirmed. Based on the results of the investigation, the root cause of the faulty main circuit board and the failure of the 1st regulator unit could not be identified. Olympus will continue to monitor field performance for this device.